Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) exhibited over sensed noise and delivered inappropriate shock. Programming changes were made. Patient condition was stable.

Event description:
New information received noted that the right ventricular lead was capped on (B)(6) 2024 and replaced with new lead due to insulation damage. There were no patient consequence and patient was discharged.